Manufacturer narrative:
(B)(4). Device evaluation: the product testing was not performed. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: femtosecond laserassisted deep anterior lamellar keratoplasty for keratoconus: multisurgeon results kunal a. Gadhvi, vito romano, luis ferna¿ ndez-vega cueto, francesco aiello, alexander c. Day, daniel m. Gore, and bruce d. Allan. A single-center, comparative, retrospective interventional case was done to compare the clinical outcomes in femtosecond laserassisted deep anterior lamellar keratoplasty (f-dalk) to manual non-laser deep anterior lamellar keratoplasty (m-dalk) for keratoconus in a multisurgeon public healthcare setting. Fifty-eight eyes of 55 patients underwent f-dalk. Mushroom cut pattern was programmed in both donor and host corneas using the intralase enabled keratoplasty (iek) tab of treatment planning software on an intralase ifs femtosecond laser (j&j vision) using default energy and spot separation settings throughout. Intraoperative complications in the f-dalk group: 15 out of 58 eyes had intraoperative perforations; 2 of which required conversion to penetrating keratoplasty. Post-operative complications in the f-dalk group: 2 eyes developed double anterior chamber; these were treated with postoperative anterior chamber air injection. 1 eye had persistent double ac after air injection because descemet membrane was not removed in the donor cornea intraoperatively; revision surgery was done to remove the persistent dm. A copy of the article has been attached to this folder.